Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the lead helix became stuck after approximately five turns during screwing. The lead was removed and replaced. The patient experienced no adverse consequences.